Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedance measurements within normal range. Troubleshooting options were discussed and recommended. The plan is continue monitoring. Additional information received indicates that this s-ICD system exhibited out of range measurements. It was recommended to assess x-ray. Currently, this s-ICD system remains in service and no adverse patient effects were reported.